Event description:
It was reported that a vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt proximal to the communicating branch in the deep portion of the cubital vein. The lesion was tight with intimal thickening without calcification. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon¿ was selected to treat the target lesion. During the procedure, first and second inflations were performed at 5 atmospheres above the anastomosis site. When performing the third inflation at 10 atmospheres for 3 minutes, it was noted that the balloon ruptured. The lesion had been dilated for 6 minutes in total and was not dilated enough. The balloon ruptured in the venous outflow tract resulting to a vessel perforation and a leakage flew into the fascia. There was difficulty to stop the bleeding and eventually the arteriovenous flow (avf) was lost. The physician performed surgery in order to stop the bleeding. The procedure was not completed due to the event. No further patient complications were reported and no problem with the patient's condition.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination revealed that the balloon had been subjected to positive pressure and deflated. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the incident. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified pinhole 9mm distal to the distal edge of the proximal markerband. The blade profile was visually and microscopically examined and no issue with the profile of the blades. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt proximal to the communicating branch in the deep portion of the cubital vein. The lesion was tight with intimal thickening without calcification. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon¿ was selected to treat the target lesion. During the procedure, first and second inflations were performed at 5 atmospheres above the anastomosis site. When performing the third inflation at 10 atmospheres for 3 minutes, it was noted that the balloon ruptured. The lesion had been dilated for 6 minutes in total and was not dilated enough. The balloon ruptured in the venous outflow tract resulting to a vessel perforation and a leakage flew into the fascia. There was difficulty to stop the bleeding and eventually the arteriovenous flow (avf) was lost. The physician performed surgery in order to stop the bleeding. The procedure was not completed due to the event. No further patient complications were reported and no problem with the patient's condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).